Event description:
Programming history was reviewed for the patient generator. Data was available from the day after implant through a clinic visit approximately 2.5 years later. A 25% battery life remaining indicator was first observed 7 months after implant, although less than 20% of the battery had been consumed. The 25% remaining indicator was observed at several clinic visits for the next 7 months, but only 36% of the battery capacity had been consumed by the end of that period. At the next clinic visits, the intensified follow-up and near end of service battery status indicators were observed although only 40% of the battery had been consumed. The final data indicated that the device reached end of service (pulse disabled) - yes and was no longer supplying stimulation although approximately 41% of the battery had been consumed. Diagnostics indicated that the 3ma output current could not be delivered as programmed on that date. Despite the patient¿s high vns settings, the rate of battery depletion was still faster than expected and appears to be related to the manufacturing process used to assemble the generator. The explanted generator was received by the manufacturer for analysis, but analysis has not been approved for the generator to date. No additional relevant information has been received to date.

Event description:
A physician suspected that a patients generator battery was depleting quicker than expected, as low battery indicators were observed after only 2 years of implant. The patient was referred for surgery. The patient underwent generator replacement surgery. The generator could not be interrogated at surgery due to the end-of-service condition. The explanted generator has not been received by the manufacturer to date. The device history records were reviewed and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. No additional relevant information has been received to date.

Manufacturer narrative:
Age at time of event and age unit, corrected data: follow-up report #01 inadvertently did not include patient age after event date was confirmed. Date of event, corrected data: follow-up report #01 inadvertently did not include event date after it was confirmed,

Event description:
Analysis was completed for the returned generator. The generator would not interrogate as received, confirming the failure to program event at surgery; therefore, the final data could not be downloaded from the generator and reviewed. A visual examination of the internal circuitry identified the presence of contaminants on the trimmed edge of the circuit board. No other visual anomalies were identified. System diagnostic testing, electrical testing, and the estimated battery voltage calculation could not be completed due to the depletion of the generator battery. With the pulse generator case removed, the battery measured 1.423 v, confirming the end-of-service condition. The circuit board underwent electrical testing and failed several tests. The contaminates were removed from the trimmed edge of the circuit board and the circuitry was tested again, and the device was shown to be functioning properly. Based on the electrical testing results, the contaminants on the edge of the circuit board led to the supply current drain. The increased current consumption for both standby and pulsing modes of operation caused premature depletion of the battery. No additional relevant information has been received to date.